Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of air bubbles were observed inside the dialysis catheter device cannot be confirmed. No dialysis catheter sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Potential root cause of this type of device failure mode (air bubbles in device) is hole in extension leg tubing or an unsecured connection to the device hub luers. Scar004740 was sent to the manufacturer of the schon dialysis catheter device to make them aware of this event and the potential lots affected. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the end user with states; "it is recommended that only luer lock (threaded) connections be used with this catheter (including syringes, bloodlines, IV tubing and injection caps). Repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure. Inspect the catheter frequently for nicks, scrapes, cuts, etc. Which could impair it performance.". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
It was reported that after the 4f x 20cm schon xl double lumen catheter had been in situ for one day, the catheter was noted to contain air bubbles. No air bubbles had entered the patient. The catheter was removed. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).